Event description:
It was reported prior to a carpal tunnel procedure on (B)(6) 2015, the instrument fractured. There was no patient involvement or delay. A different instrument was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that product likely failed due to misuse, by product being put through bending overload force or when the thread has not been fully engaged, and/or not inspected for wear and disfigurement prior to use.